Event description:
It was reported that this pacemaker exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.